Manufacturer narrative:
(B)(4).

Event description:
Territory business manager (tbm) reported on (B)(6) 2015 to report that on (B)(6) 2015, they experienced a loss of connection between the transmitter and smart device. Tbm states that they were not using any other bluetooth devices, airplane mode was off, and all other apps were closed. Prior to reporting issue, tbm replaced two sensors. Tbm was advised to try pairing a different transmitter to the smart device. No additional patient or event information is available.